Event description:
Caller reported a malfunction on the pump, involving contact from the customer's sister who was informed that authorization was needed from the parents. There was no reported impact to the customer's blood glucose level. The customer's sister was advised to have the legal guardian follow up with tandem for further assistance.